Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Additional information was received on april 25th, 2023, stating that, and no evidence of a pump reset could be confirmed, and no anomaly was found in the pump history. The pump was in working condition and turned on and charged as expected. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.